Event description:
The customer stated, that he tested his blood glucose using his contour and one touch meters. The contour read 244 mg/dl, while the one touch read 117 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.